Manufacturer narrative:
Unknown this device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an electrical fault alarm per the log files review. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The controller was not returned for evaluation. Failure analysis could not be performed as the device was not returned. Log file analysis revealed one (1) electrical fault alarm was logged on (B)(6) 2018 at 09:34:32, due to the rear phase not being connected. As a result, the reported event was confirmed. Based on the risk documentation, a possible root cause can be attributed, but not limited, to an intermittent connection of the driveline. If information is provided in the future, a supplemental report will be issued.